Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient woke up from a nap and experienced feeling unwell. The cgm device was alerting that the cgm reading was going below 70 mg/dl. The patient called the emergencies and when a fingerstick was taken the cgm was reading 70 mg/dl and the blood glucose reading was 44 mg/dl. The patient was given sugar, food, and a beverage to stabilize. The patient was then taken to the hospital where they stayed for a total of 2 days. The patient could not remember the medication that was given in the hospital. It was unknown why the patient was kept in the hospital for 2 days, but it was confirmed that the hospital visit was caused by the inaccuracy event only, and that there were no underlying health conditions that contributed to this. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.